Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, physio replaced the device's battery pins and re-seated the battery wire harness connector to the power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device unexpectedly reset itself twice. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device reset unexpectedly twice. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device reset unexpectedly twice. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control also observed that the device's battery pins were worn and the device's battery was past its recommended life. The worn battery pins and expired battery may have contributed to the reported issue.

Manufacturer narrative:
Physio-control has determined, that based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device reset unexpectedly twice. There was no patient use associated with the reported event.